Event description:
An aneurx bifurcation stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported to be narrow in diameter. It was reported that the patient had been treated two weeks prior to stent graft implant for coiling of the left hypogastric artery. The physician elected to first implant an ilxc141485 device in the external/common iliac prior to insertion of the bifurcated stent graft. The physician used an angioplasty balloon to balloon the limb before inserting the bifurcated stent graft. The bifurcated stent graft was advanced to the intended landing zone slight above the renal arteries. The stent graft was deployed about 5 mm of the main bifurcated stent graft, however, the image on the fluoroscopy revealed that there was very little room in which the gate may not open into the aorta artery. The physician elected to remove the stent graft from the patient. Upon removal of the graft the iliac limb was coming out with the bifurcated stent graft, the physician continued with removal and the iliac artery was perforated. The physician inserted and inflated a reliant balloon on the right side to occlude the blood flow. The patient was sent to surgery for a surgical conversion to a conventional stent. No additional sequelae were reported and the patient is stable.

Manufacturer narrative:
Conclusions: the device is not intended to be removed after any part of the stent graft is deployed.